Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. Low battery voltage was confirmed. Functional testing found the device had high lead impedances. Testing and evaluation reported normal operation with typical current drain levels and functionality. There was no confirmation of an abnormal high current condition that would have resulted in battery depletion. The device functioned nominally with regards to pacing output, high voltage delivery, lead impedance, regulated supply, and reference voltages. The hybrid passed diagnostic system testing which included tests for interconnect, fault grade, and internal and external random access memory (ram). The stacked chip scale package (scsp) was inspected for copper trace anomalies. None were observed. Since a high current drain condition was not present, the cause of the depleted battery was not determined. No hybrid anomalies were found. Further analysis was performed on the battery. There was no internal short in the battery. (B)(4).

Event description:
The device was returned to the manufacturer after being explanted and replaced due to battery depletion. The device subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.